Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.50 x 20 non-boston scientific balloon, a 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got caught in the lesion and was broken. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Updated b5: describe event or problem

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.50 x 20 non-boston scientific balloon, a 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got caught in the lesion and was broken. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good. It was further reported that damage was found to the stent strut before the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned or analysis. A visual and microscopic examination of the crimped stent found evidence of stent damage. An examination identified that the distal struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.50 x 20 non-boston scientific balloon, a 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got caught in the lesion and was broken. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good. It was further reported that damage was found to the stent strut before the procedure.